Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the lock line and the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve. During the deployment sequence, when confirming that the lock line was removable, some resistance was noted. After approximately 15-20cm of the lock line was removed, the line could not be retracted further. Since the other end of the lock line was already pulled into the lock lever, the decision was made to remove the cds and replace the device. One end of lock line was re-wrapped around lock-lever, and the o-ring and cap were re-mounted. One end part of gripper line was already pulled into the gripper lever. It was believed that this occurred during the gripper line removability testing. The free end of gripper line was re-wrapped around gripper lever, and the o-ring and cap were re-mounted. The clip was successfully unlocked and opened, but the grippers were unable to move upwards. Careful movements were made and the clip was successfully retracted into the guide. After the cds was removed from the anatomy, an additional attempt was made to remove the lock line, but was still impossible. Two clips were implanted, reducing the mr to 1. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported inability removing the lock line was confirmed. The reported gripper actuation issue was not confirmed as the grippers raised and lowered without any issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the observed knotted (lock line) could not be determined. The reported gripper actuation issue (difficult to open or close) appears to be related to user technique/procedural conditions as one of the gripper line was retracted too far, resulting in the other end of the gripper line to enter into the delivery catheter shaft (gripper lever area). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.